Manufacturer narrative:
"There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8086654. Medical device expiration date: 2021-02-28. Device manufacture date: 2018-03-27. Medical device lot #: 9149629. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material #383642, lot no :8086654 &9149629. It was reported that before use of the bd nexiva¿closed IV catheter system there was an issue with retracting the needle. The following was reported by the initial reporter. Difficulties retracting nexiva needle.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received two opened packages, one from lot number 8086654 and one from lot number 9149629. The package from lot number 9149629 contained a retracted needle and miscellaneous connector. In addition, four photographs were also submitted which displayed similarities to that of what was returned for evaluation. Through the visual examination of the unit returned damage was not observed. The catheter tubing was not returned for investigation. The device was returned to a non-retracted position and checked for any excess friction, scrapping noises, catching, or other abnormalities. The needle retracted easily and smoothly. The needle retraction revealed no abnormalities. There was no physical evidence to confirm or support manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Material #383642 - lot no :8086654 &9149629. It was reported that before use of the bd nexiva¿closed IV catheter system there was an issue with retracting the needle. The following was reported by the initial reporter. Difficulties retracting nexiva needle.